Event description:
The facility reported a complete failure of device pacing and monitoring functions. Leads were checked on pt, connections to cables verified and leads changed in unsuccessful attempts at correction. Additionally, when the device event recording was retrieved from memory it documented multiple pacing changes in 90 seconds, which were reportedly not initiated by the device operator. The pt was not resuscitated, but the facility reported the pt was not a likely candidate for resuscitation.